Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer stated they had just woken up when they noticed his reservoir was empty so he refilled his reservoir. The customer states his meter only reads up to 600 mg/dl and he was testing above 600 mg/dl. The customer believes his insulin pump is failing him at the moment. The customer also experienced an unexpected alarm during normal use of the insulin pump. The customer believes the insulin pump is the cause of their high blood glucose reading and were previously treated through manual injections from the hospital. The customer insisted on receiving a replacement insulin pump. The product will be replaced. The product was returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. No battery out limit alarms noted. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.0886 inches. Unit received with cracked case at display window corners and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.